Event description:
Housekeeping was removing collector from emergency room after a code blue. Collector only had five syringes inside. Needle was sticking out about 1 1/2" from top side. It was a sodium bicarb syringe. Employee grabbed collector from side and was stuck in hand. Employee was sent to emergency room.